Event description:
It was reported that due to a previous lead replacement procedure, the patient with this newly implanted replacement lead was reported to have experienced infection, pain, and suffering as a result. All evidence indicates the lead remains in service. No additional adverse patient effects were reported.